Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) and the investigation result, omsc surmised that the reported phenomenon was attributed to the detection of an abnormal of the internal circuit board due to the failure of the pressure sensor mounted on the main circuit board, which might be caused by the aging degradation because five years and nine months had passed since manufacturing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified therapeutic procedure using the subject device in combination with the video processor otv-s7pro at the user facility, it was found that the front panel display of the subject device blacked out, and beep sound like alarm was generated from the subject device. The user facility replaced the subject device to another similar device to complete the procedure. There was no report of patient injury associated with this event.